Event description:
Report rec'd of a tubing separation. It was reported that a pt was receiving home infusions of cyclosporin for an unspecified diagnosis. At some point during the infusion, the tubing got caught on a child gate and a separation occurred at the proximal end of the filter. The parent was present and clamped the tubing. No bleed back was reported. The tubing set was changed and the infusion resumed with no further problems. There were no reported adverse pt effects.